Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/26/2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support err121" was displaying on screen. The receiver log and functional test could not be performed due to the error message. The reported event of a firmware error was confirmed. A root cause could not be determined.